Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that a cartridge did not fit onto the pump. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.